Manufacturer narrative:
(B)(4), the explanted product was not returned to neuropace for analysis.

Event description:
The rns was explanted on (B)(6) 2022 due to an infection. The patient healed and the rns was re-implanted on (B)(6) 2022 and the patient has been receiving treatment ever since. Neuropace personnel was not present during the explant procedure.